Event description:
It was reported that the insulin pump had physical damage. The customer's blood glucose was 20.5 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on an electrical component on the interface board. The device was received with a scratched lcd window, cracked display window corners, cracked reservoir tube lip. (B)(4).